Event description:
It was reported that a syringe 0.3ml 31g 6mm s/c u-100 relion separated from the hub during use.the following was reported by the initial reporter:"it was reported that the needle hub separated inside of the shield.verbatim:consumer reported that the needle hub separated inside of the shield.lot #: 9343416 catalog #: 328521 date of event: unknown samples: discarded".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9343416. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200866986] noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.3ml 31g 6mm s/c u-100 relion separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated inside of the shield. Verbatim: consumer reported that the needle hub separated inside of the shield. Lot #: 9343416. Catalog #: 328521. Date of event: unknown. Samples: discarded".